Manufacturer narrative:
After additional review it was determined that: the patient is a 59 year old postmenopausal woman: past medical history: postmenopausal; hypothyroid; gerd; previous laminectomy/discectomy; multiple drug allergies; pine needle and thimersol allergies; former smoker (not quantified). Medications: clonidine; omeprazole; zyrtec; synthroid. Past family history: no history of breast, ovarian, pancreatic or colon cancer. The patient noted a lump in the left breast on (B)(6)2020. Her mammogram on (B)(6)2020 identified a 1.7 x 1.5 x 1.4 cm mass with internal vascularity. A left breast core biopsy diagnosed invasive ductal carcinoma grade 3 with dcis grade 3, ER+ pr+. Her-2; MRI confirmed left breast mass at 12 0 clock and a superficial 3mm enhancing focus in the right breast that on ultrasound is a "complicated cyst-probably benign". On (B)(6)2021 the patient underwent a "left partial mastectomy (12 o clock) with needle localization, sentinel node biopsy, injection of isosulfan blue, implantation of biozorb. Following the partial mastectomy sizers were used followed by placement of a 4cm x 3 cm biozorb secured by 3-0 pds stay sutures circumferentially¿. Tissue flaps were used to reconstruct the breast at the site of the surgical defect and a "complex layered closure was performed" full pathology report is not available for review. Based on other notes: left breast invasive ductal carcinoma poorly differentiated grade 3 with dcis high nuclear grade; focal atypical hyperplasia; clean margins; 1/1 lymph nodes positive for metastatic carcinoma with extra nodal extension. Same surgery- re-excision of the superior margin positive for focal dcis with clean margins; mammaprint 70 gene assay -high risk status; ER+ /pr+her-2 negative. 1 week post op, on (B)(6)2021 at surgeon follow up the patient¿s pain was recorded as 0/10 and "doing well and healing nicely". A CT study 4 weeks post op showed "fluid attenuation in the left breast parenchyma " ....and in "the left axilla" measuring 5.4 x 5.1 x6.3 cm, both thought to be post-surgical changes however could not rule out seroma, hematoma, necrotic lymph node or abscess. An MRI 10 days later documented a "multiloculated fluid collection noted in the left breast measures 8.7x4.4 cm. There is no further record of care for the fluid collection. There is a single mention of ¿dose-dense¿ chemotherapy starting ac/t on (B)(6)2021 and completed on (B)(6)2021. The patient received whole breast and boost radiation therapy from (B)(6)2021. Radiation oncology notes reflect " oncology sequelae: overall, (B)(6) tolerated treatment well. She developed the expected treatment-related side effects including skin reaction and was prescribed topical steroid cream in addition to using moisturizer. She was started on gabapentin with an improvement to her neuropathy. " on (B)(6) 2021 the patient had a CT scan for upper abdominal pain and gallstones were noted. On the same scan she had fluid collection and surgical clips noted in the left breast," probable post -surgical changes" and "a 1.5 x 1.2 cm soft tissue nodule in the left axilla may represent postsurgical scar or abnormal lymph node. A 1.4 cm fluid collection adjacent to the nodule may represent postsurgical seroma". The patient had a cholecystectomy on (B)(6)2021 with full recovery and was feeling "great" at her radiation oncology follow-up visit on (B)(6)2021. At that visit the patient reported starting on arimidex on (B)(6)2021. The patient had 6 month bilateral mammograms and breast ultrasound exams on (B)(6)2021 and (B)(6)2022 and had bilateral complicated cysts read as probably benign. The biozorb device was visible by ultrasound on (B)(6)2022 (18 months post implant). The patient had no complaints of breast pain or impact on her daily life. On (B)(6)2022 roughly 2 years post biozorb implantation the patient¿s mammogram showed "heterogeneous echoes related to prior biozorb material seen again......measuring smaller than on (B)(6)2022 or (B)(6)2022". The patient had no breast related complaints. On (B)(6) 2023 (6 month follow-up) the patients mammogram was read as " no adverse interval change¿. The biozorb implant was noted on the left with post surgical scarring. The final record reviewed was dated (B)(6)2023. At this breast surgeon visit the patient complained of knee pain and had no breast related complaints. Based on the limited available records it is not possible to corroborate or refute the patient's complaints. A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications.

Manufacturer narrative:
Device identifier: (B)(4). Hologic is submitting this report in accordance with 21. Cfr part 803. The submission is based upon the currently available information. The submission of this report does not represent a confirmation of device malfunction involving the hologic products in the event described. D4: lot and serial number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. H3: the device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that a patient received a biozorb marker on (B)(6) 2021. The patient reported that she is suffering from pain and discomfort at the implantation site and that it is making it difficult for her to wear a seatbelt and that is painful to sleep on her side and it¿s affecting her daily life. No other information is available.